Manufacturer narrative:
(B)(4). D10- medical product. Articular surface fixed bearing (cr) right 12 mm height item#: 42522000212, lot#: 64304226. Femur trabecular metal (cr) narrow porous item#: 42502205602, lot#: 64806913. G2- australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years post implantation due to tibial loosening. There is no additional information available.